Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device/perforation of fallopian tubes"), pelvic pain ("pelvic pain/ pain") and uterine prolapse ("uterine prolapse") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: depo provera. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2007, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), vaginal discharge ("unusual vaginal discharge"), menorrhagia ("menorrhagia") and anaemia ("anemia"). In (B)(6)2007, the patient experienced vaginal infection ("vaginal infection"). In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). In 2009, the patient experienced uterine prolapse (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea(cramping)"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), back pain ("low back pain") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, surgery (total hysterectomy, uterus and cervix removed (per pfs) and total vaginal hysterectomy) and blood transfusion. Essure (ess205) was removed on (B)(6)2010. At the time of the report, the fallopian tube perforation, uterine prolapse, dyspareunia, abdominal pain lower, vaginal discharge, cystitis, urinary tract infection, vaginal infection, anaemia and adenomyosis outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jan-2019: pfs received- outcome of pelvic pain , abdominal pain, back pain updated to recovering / resolving. Outcome of menorrhagia, vaginal haemorrhage, dysmenorrhoea updated to recovered / resolved. Height, treatment and historical drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("migration of essure device/perforation of fallopian tubes") and uterine prolapse ("uterine prolapse") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Concomitant products included vicodin. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia"). In 2007, the patient experienced anaemia ("anemia"). In (B)(6) 2007, the patient experienced vaginal discharge ("unusual vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain lower ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), back pain ("low back pain"), abdominal pain ("abdominal pain") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed (per pfs)), surgery (total hysterectomy, uterus and cervix removed (per pfs)) and surgery (total vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, fallopian tube perforation, uterine prolapse, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal haemorrhage, vaginal discharge, menorrhagia, cystitis, urinary tract infection, vaginal infection, back pain, abdominal pain, anaemia and adenomyosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, anaemia, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary tract infection, uterine prolapse, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff sought treatment for her symptoms most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received- reporter information, product information, and events- menorrhagia, infection bladder, infection urinary tract, vaginal infection, migration of essure device, low back pain, abdominal pain, perforation of fallopian tubes, anemia, uterine prolapse, adenomyosis were added on 4-apr-2018: medical record received: reporter information, patient details and other relevant history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain lower ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and vaginal discharge ("unusual vaginal discharge"). The patient was treated with surgery (to remove essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.